Event description:
A surgeon reported a case of incomplete flap generation of the right eye. Surgeon noticed a cold spot (uncut area) while he attempted to open the flap of the right eye, he elected to then perform a manual dissection of the area to open the flap. Reporter indicated no patient outcome issues.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).